Event description:
Medtronic received information that seven months following the implant of this bioprosthetic valve, the valve was explanted and replaced with another medtronic bioprosthetic valve. The reason for the valve explant was not provided to medtronic. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
The reason for the valve explant was not provided to medtronic. No further information was reported. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been returned to medtronic. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. The reason for explant has been requested from the initial reporter. At the time of this report additional information has not been provided. (B)(4).